Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jul-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) diagnosed the fault as a failed power board, but no spare power board was available on site. The entire drawer was replaced using customer-owned stock. The faulty drawer was labeled to indicate the power board issue for future reference. The replacement drawer was tested and confirmed to be working correctly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es drawers 3.1 and 3.2 failed and were not connecting to the pyxibus, and although the customer checked the rear connections and confirmed they were secure, no lights were observed, indicating no power to the drawers. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.